Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up will be sent when analysis is completed.

Event description:
It was reported that the pump was explanted as the "rotor was sluggish and refill volumes were off." No other information was provided at the time of this report.